Manufacturer narrative:
(B)(4). The transfer set has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). There was also a report of leakage of benadyne/iodine solution from an unknown origin. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on a minicap extended life transfer set was damaged/deteriorated. The issue was noticed during approximately 5 months into use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.